Event description:
During a colon resection procedure, the anvil and the shaft disengaged into the pt and the anastomosis was not complete. The surgeon removed the anvil and the shaft and applied suture to secure the anastomosis.